Manufacturer narrative:
The cartridge return has been requested and has not been received. Due diligence will be conducted per procedure (B)(4) and, if the product is returned to animas, it will be evaluated upon receipt. Complaint data is monitored and trended regularly as per procedure (B)(4).

Event description:
A family member reported that the pt experienced higher than usual blood glucose (bg) of 420mg/dl with no ketones and no symptoms of hyperglycemia. She stated that the pt is new to the pump and they do not have an alternate plan for insulin delivery. The family member revealed that she ignored advice provided by customer support during an earlier contact to discontinue use of recalled cartridges and has continued to use them. She said that the pt noticed leakage of insulin into cartridge chamber and she said that she knows of no other cause for higher than normal bg. The family member reviewed the pump and confirmed that there were no issues with the pump settings or delivery history; however, she said that the infusion set had not been changed since the bg issue began. Customer support again urged the family member to discontinue use of cartridges from the affected lot numbers and to use a back up plan for insulin delivery until the replacement cartridges arrive.